Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Updated d4 lot # to 23l501614. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: error message probable root cause: - ccu software failure - usb port - usb cable - device control - fpga fan - temperature sensors - main board - prism the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Alleged failure: screen error message (no prior repairs, but outsourced repair malfunction message keeps appearing). The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable is the cause of this issue. The cable has been upgraded to contain this issue in the future. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.